Event description:
It was reported that after the implant procedure of this implantable cardioverter defibrillator (ICD) was completed, noise was observed on the right ventricular (rv) lead. Technical services (ts) was consulted and discussed that this seemed consistent with air bubbles on the header of the device. No adverse patient effects were reported. This device system remains in service.